Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 05, 2017. (B)(4). The returned sample was visually inspected, during which no anomalies were noted. Pressure testing was conducted and a leak was observed from the elbow of the l-tube in the heat exchanger water port at the connection with the housing. This location was visually inspected further and the connection seemed to be slightly misaligned. A retention sample from the same product code/lot number combination was obtained, along with another reserve sample, and the same test was performed. Neither units leaked during pressure testing. All heat exchangers are leak tested in process; therefore, it is likely that the unit was exposed to damage after manufacturing that caused a leak at this location. It was not able to be determined how or when this damage occurred. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator was leaking from a seam when they tested it prior to a case. *no patient involvement as this occurred during prime, *product was changed out, *procedure was completed successfully.